Manufacturer narrative:
(B)(4). Analysis description: final analysis found that the insulation was abraded at 7.3 cm to 7.5 cm, 12 cm to 12.5 cm and 19.8 cm to 20 cm from the connector pin, which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely contributed to the reported noise and under sensing.

Event description:
It was reported that the atrial lead exhibited under sensing and noise. The lead was explanted and replaced. The patient was stable.